Event description:
It was reported that pocket was revised due to erosion of the implantable cardiac defibrillator (ICD). During the procedure, the physician tested the leads and the impedance on the right ventricle (rv) and superior vena cava (svc) coils of the right ventricular lead were high. The lead was explanted and replaced and the device was placed in a new pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).